Event description:
It was reported that the insulin pump alarmed button error and buttons were unresponsive. Cusotmer was on a boat for the past few days and just got home last night and woke up and got button error and buttons were not working. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked display window, and minor scratches on the display window.